Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. Please refer to complaint (B)(4). An initial is being generated to submit an MDR reclassifying the incident as a malfunction. Upon completion of the investigation it was noted that this type of complaint of "the black button stayed pushed" was confirmed and is consistent with prior complaints for this product code. The vendor implemented a change to update notes on the spring (used in the tms indicator) drawing to call out number of active coils, dead coils, and concentric coils. Furthermore, existing spring permits coils to collapse on each other upon full compression of the indication tool button. In some cases the button could become stuck or "click" as identified in (B)(4). Based on the investigation this complaint no further action is required. Trends will be monitored for this and similar events. At the present time this complaint is considered closed.

Event description:
Affiliate reported while surgeon was using the tms to confirm the setting of valve, the black button stayed pushed. Surgeon couldn't verify if the valve was set correctly. No adverse reaction on patient. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. Please refer to complaint (B)(4). An initial is being generated to submit an MDR reclassifying the incident as a malfunction.